Event description:
It was reported that the customer was hospitalized due to low blood glucose readings. The discharge letter that the customer received stated that the issue may be the insulin pump. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Time was noted to be incorrect at the time of the admission. Self test was also performed and passed. Customer's blood glucose reading at the time of the call was 3.2 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump was programmed with current time and date and monitored for 3 days and no unexpected check settings alarm occurred. The insulin pump passed all functional tests. The insulin pump was received with cracked reservoir tube lip, minor scratched liquid crystal display window and scratched reservoir tube window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.